Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/05/2022, it was reported by a arthrex employee via e-mail that a ar-12990n scorpion needles tip broke off. This occurred on (B)(6) 2022 during an internal derangement of the knee, the broken tip could not be retrieved because it was too small, and not visible. There was no additional information on whether the procedure was completed, or how the case was completed. Additional information requested.